Manufacturer narrative:
(B)(4). One used stopcock was received for evaluation. All ports of the stopcock device were tested with a syringe to try and replicate leakage. The device did not leak from any port. The iso luer/taper test was then performed on all luers and tapers of the stopcock and all met specification. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned set met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: blood backed up and leaked out of closed port.